Event description:
Arjo was notified about an incident with involvement of a concerto shower trolley. It was reported that during a lateral transfer of a patient the stretcher tilting mechanism unlocked, the stretcher tilted and the patient fell out of the stretcher. The patient was taken to emergency room and according to the assessment sustained lacerated and bruised wounds of the left eyebrow. 4 stitches were applied to the wound.